Event description:
It was reported that the customer was hospitalized due to high blood glucose. Troubleshooting was performed and found that the time was one hour behind. The customer admitted that prior to being admitted, he did not have time to change his infusion set which caused his high blood glucose. A high pressure test was performed on the insulin pump and it passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.